Manufacturer narrative:
The insulin pump had a random a35 alarm during rewind due to corroded motor home switch noted. No unexpected motor error alarms or excessive no delivery alarms noted during our testing. The insulin passed displacement, basic occlusion, prime/a33, occlusion and excessive no delivery tests. The insulin pump has minor scratches on the lcd window, scratches on the reservoir tube window and cracked battery tube threads.

Event description:
It was reported the customer received a motor error alarm while rewinding their insulin pump. Customer's blood glucose was 475 mg/dl. Customer will treat their blood glucose with a manual injection. The customer could not recall any significant events leading to the alarm. Customer also stated they were unable to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.